Event description:
It was reported that prior to implant, while still in sterile package, the device would not interrogate. The device was not implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: field experience of no communication was verified. The device's battery was depleted. The cause of depletion was not determined. The device behaved normally throughout testing.